Manufacturer narrative:
The reported event was confirmed. The sample was received open and without original packaging and with the inflation device. An opening in the balloon was observed, which measured 0.622 inches longitudinally. The opening gaped 0.600 inches at rest. No pieces appeared to be missing. The device was connected to the inflation device and initiated. All inflation volume leaked from the balloon. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿catheter insertion 1. Prior to use, carefully inspect the catheter for bends, kinks, or other damage which may have occurred during shipment. Do not use the product if damage is evident. 2. Dilation procedures may be conducted under fluoroscopic guidance with appropriate x-ray equipment or by direct vision. 3. Endoscopically place a 0.038¿ (.97mm) diameter guidewire with the flexible end in the renal pelvis. 4. Remove the protective balloon sheath and stylet from the catheter. 5. Advance the catheter over the guidewire. 6. Use the radiopaque markers located under the balloon to aid in positioning. Catheter balloon inflation: 1. Confirm proper placement of the balloon within the urinary tract. 2. Inflate the balloon with standard inflation medium (e.g., diatrizoate meglumine injection u.s.p. 60% diluted as appropriate) using a 10cc or larger syringe or inflation device. Note: do not use air or any gaseous substance as a balloon inflation medium. Note: the use of an inflation device to monitor balloon pressure is strongly recommended to determine that adequate pressure is applied and that maximum limits of the balloon are not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to reinflate the balloon. If, upon inspection of the balloon, it is noted that pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible" correction:concomitant medical products and device evaluated by MFR.

Event description:
It was reported that the balloon of the catheter burst. The patient's ureter was damaged and required temporary stenting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter burst. The patient's ureter was damaged and required temporary stenting.